Event description:
The customer reported the patient had been disconnected from the ventilator for suctioning, at which time it was reported that the ventilator display wnet blank and it powered down with no alarms. The therapist continued attending to the patient, and then reported they later turned the power switch of the ventilator off and back on, and the ventilator powered up successfully. The ventilator was not placed back on the pt and was removed from service.